Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed that the right atrial (ra) exhibited an under-sensing and mode switch. Programming changes were made to address the issue. The patient had no adverse consequences.